Manufacturer narrative:
(B)(6). (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was originally implanted with a femoral nail on (B)(6) 2016 due to a severely fragmented femoral fracture. On (B)(6) 2016, the surgeon decided to perform a revision surgery as the fragments of the fracture were so significant that it required additional hardware implant to achieve an improved reduction of the fracture. On (B)(6) 2016, the femoral nail was repositioned and additional screws and cables were added. A 6.0mm ti locking screw 55mm was removed and replaced with a longer screw length .there was no surgical delay. The procedure was completed successfully and no further patient harm was reported. No additional information was available. This is report 1 of 2 for (B)(4).